Event description:
The customer reported that the device was not switching on. There were no reports of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.